Manufacturer narrative:
(B)(4)

Event description:
It was reported that a diagnostic anomaly was observed on the device. Programming changes were recommended. Patient was stable before, during and after the event.